Event description:
During usage, physician did not cut half of staple line using the thoracic elc - endoscopic linear cutter. Procedure: left exploratory thoracoscopy, left thoracotomy and biopsy left lower lobe. New product was then used.